Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2015, a 3.5x18mm xience prox stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. During post procedure imaging, an edge dissection was noted requiring another stent. The dissection resolved without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection, as listed in xience prox everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the follow up #1 medwatch report, additional information received reported that post procedure, the patient experienced elevated creatinine kinase-myocardial band (ck-mb) and troponin, less than 5 times the normal upper limit. There was no treatment provided and no prolonged hospitalization. On (B)(6) 2015, the patient was discharged home. No additional information was provided.